Event description:
It was reported the patient had an infection at the implantable neurostimulator (ins) pocket. The ins and extensions were explanted. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered in the operating room, re-dosed just before the battery was implanted, and continued for the typical 24 hour postoperative period. The date of onset or diagnosis of the infection was approximately (B)(6) 2015 and the battery was removed on (B)(6) 2015. The patient did not have meningitis and experienced fever, purulence, cellulitis, fluid leakage, and wound dehiscence only at the battery pocket site. A culture was taken from the battery pocket site and the swabs were taking in the operating room. No organism was grown and the patient was on broad spectrum antibiotics starting approximately 48 hours before the battery was removed. The patient was on coumadin and had to be normalized. The manufacturer representative (rep) saw the patient postop on the day of the report. She completed antibiotic treatment on (B)(6) 2015 and there were no signs of recurrent infection involving the remaining hardware. They would proceed with re-implantation of the battery, more than three months after she ended antibiotic treatment.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0l5dp, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported that on (B)(6) 2015, the patient was admitted to the hospital. The patient had woken up with a stiff neck and had then noted there was redness and swelling at the implantable neurostimulator (ins) site that had traveled up the left side of the neck. No diagnostics or troubleshooting was done. Intravenous (IV) antibiotics were administered via a PICC line. The patient had continued to receive IV antibiotics at home for six weeks following explant. The infection had completely healed and the patient had extensions and ins re-implanted on (B)(6) 2015. The issue was resolved.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# va0l5dp, implanted: 2015 (B)(6); product type lead product ID 3387s-40, lot# va0agf6, implanted: 2013 (B)(6); product type lead. (B)(4).